Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 25, 2017, it was reported that the motor stalled. There was no harm or delay reported. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was july 13, 2016 where it was reported that the hand piece wont activate and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, and calibration shaft were replaced. This is not a related issue. Initial qa inspection of the electric dermatome on (B)(6) 2017 revealed that the motor was engaging and disengaging on its own. The head and control bar were chipped and the calibration was within specifications. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the power cord assembly, power switch, ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was noted that the motor was engaging and disengaging on its own. The root cause of the reported event was due to the motor. However, it is unknown why the motor malfunctioned. The device functioned as intended after r replacement of the motor, ball bearing, spring seal, external ring, set screw, switch, harness assembly plug pack and insulator. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the motor was stalling during surgery. There were no harm/delay reported. No adverse events were reported as a result of this malfunction.